Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was programmed for a ceftriaxone programmed using the library at the emergency department. It was noticed by the nurse that the volume remaining was more than what should have been. The nurse tried reprogramming the infusion and it still was running slower than expected. The clinical engineering found an upstream occlusion happened and was cleared in the minute after the infusion started, repeated in the next minute and then again 22 minutes later. There was no report of patient injury or medical intervention associated with this event. No additional information is available.